Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. The analyst noted that stylet insertion test failed. Destructive analysis found blood obstructed in the distal conductor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that during the implant procedure, stylets were unable to be advanced through the right ventricular lead. The lead was attempted but not used, and a different lead was implanted. No patient complications have been reported as a result of this event.